Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix e/x (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol "bard mesh" on (B)(6) 1998. It is alleged that on (B)(6) 2002 the patient underwent a surgery with implant of an unspecified bard/davol composix e/x (device #1). It is alleged the patient had unspecified injuries and underwent revision surgeries on (B)(6) 2010 and (B)(6) 2017. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol composix e/x (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.".